Manufacturer narrative:
Intraoperative and postoperative imaging were reviewed. The index surgery imaging showed the occipital plate and screws intact and properly positioned. Follow-up imaging demonstrated construct separation at the occipital plate, with both tulip components appearing to have disassembled from the plate body. The occipital screws remained intact and fixed in the occiput. The device has not been returned for evaluation, and revision surgery details have not been provided. A definitive root cause cannot be determined at this time. Review of labeling: possible adverse events. Bending, disassembly, or fracture of implant and components, loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
A patient underwent posterior cervical fusion spine surgery on (B)(6) 2025 utilizing seaspine/orthofix's northstar occipital system. At a routine follow-up visit on (B)(6) 2025, radiographs demonstrated construct separation at the occipital plate. No intraoperative complications were reported.